Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The pt had reportedly not suffered any recent injury or trauma that may have damaged the vns therapy system. The pt underwent revision surgery during which the surgeon reported that upon removing the generator from the pocket area, the lead pin came out of the generator header. Surgeon then attempted to loosen the set screw and reinsert the connector pin but was not able to fully insert the connector pin into the generator header. The generator was replaced. Device diagnostic testing of new generator connected to original lead was within normal limits. No advese event was reported in conjunction with the high lead impedance condition.